Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found that the downstream occlusion (dso) sensor needed to be replaced in order to pass functional and accuracy testing. The dso sensor was replaced.

Event description:
It was reported that the device had error 1310 when turning on. There was no patient involvement. Device evaluation revealed the downstream occlusion sensor was faulty.